Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. Immediately after the completion of the procedure, the patient¿s blood pressure decreased and cardiac tamponade was confirmed by intracardiac echocardiography (ice). Drainage was performed, venous blood confirmed. After that, blood pressure was stable, and the procedure was successfully completed. The patient recovered the next day. The physician commented that when the wire was raised to the coronary sinus (cs), the vein was injured, and ¿it may have been slowly stored during the procedure¿. The causal relationship with the complaint product is unknown. The patient fully recovered. Prior to noting the CT, ablation was performed. There was no evidence of a steam pop. No error messages were observed on the biosense webster equipment.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on 28-sep-2021, it was noted that the device has been discarded. Therefore, the product status has been updated from not available for return to discarded. The fields. H 3. Device evaluated by manufacturer and h 6. Type of investigation have been updated.